Event description:
It was reported the subject device presented screen noise while preparing for use during setup/ inspection for use, before patient in room. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h3, h6, h11. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: communication error e226 is displayed. Based on the results of the investigation, a root cause could not be identified. In addition, for the additional reportable malfunction, a root cause could not be identified. However, based on the results of the investigation, it is likely that the following led to the malfunction: due to a cable unit breakage, communication error e226 was displayed. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.